Manufacturer narrative:
UDI number was not provided. (B)(4). The event is currently under investigation.

Manufacturer narrative:
No consequence to patient reported. Valve leakage is not labeled. Event evaluation: a functional test, along with a review of complaint history, drawing, quality control, manufacturing instructions, and a visual inspection was conducted during the investigation. Based on user testimony, the device leaked during the procedure. Functional testing of the returned product confirmed that the device leaked when a wire guide was inserted into the check-flo valve. A visual inspection noted excess adhesive between the sidearm fitting and cap. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk specification conducted, no further action is required at this time.

Event description:
During an unknown peripheral procedure, the tuohy-borst valve leaked blood. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During an unknown peripheral procedure, the tuohy-borst valve leaked blood. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.